Event description:
Facility nurse called regarding getting an error message when using the device. The error message did not allow them to do a test. The device was replaced and the defective one returned for investigation.